Manufacturer narrative:
The pipeline braid was implanted in the patient and the delivery wire has not been returned for evaluation. The delivery wire was not returned, therefore the reported fracture could not be confirmed. In addition, the cause of intra-procedural vasospasm and thrombosis could not be conclusively determined from the reported information. Park, j. S. Et al (2016, september 08). Inadvertent complication of a pipeline embolization device for treatment with vertebral artery dissecting aneurysm: distal tip fracture of delivery wire. Journal of korean neurosurgical society, 59(5), 521-524. Http://dx.doi .org/10.3340/jkns.2016.59.5.521. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature review that a pipeline delivery wire fractured during a procedure. The patient initially presented with dysarthria and left-sided hemifacial hypoesthesia. Brain MRI revealed a left medullary infarction and mra showed fusiform dilatation of the left vertebral artery. Dsa revealed a fusiform aneurysm with a dilated portion measuring 7.5x9.3mm. Diameters of inflow and outflow were 3.5mm and 2.9mm. The aneurysm was symptomatic and could have potentially caused significant neurological morbidity, so the patient was to undergo treatment with a pipeline embolization device. During the procedure, the pipeline was unsheathed across the target landing zone. It was noted that manipulations ("pull and push") and rotation of the delivery wire were required for the proximal end of the pipeline to open. The pipeline was completely deployed and fully covered the fusiform segment. During removal of the delivery wire, the distal tip engaged with a small branch of the right posterior cerebral artery (pca) and fractured. Subsequent angiography demonstrated vasospasm and thrombus formation just proximal to the ped. Thrombolysis was performed with abciximab and chemical angioplasty. The vasospasm and thrombus were resolved on final dsa. The patient recovered without any further neurological morbidity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.